Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b.: additional pro-code: hwc. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3/h6: device history lot, part number: 02.211.239-us, lot number: 325p539, part manufacturing date: 18 august 2021, manufacturing site: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint-related anomalies. The device history record shows lot 325p539 of 2.4/2.7 mm va-lcp first mtp fusion plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 281p453 met all specifications with no issues documented that would contribute to this complaint condition. Device history review : a review of the device history record revealed no complaint-related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the surgeon removed a mtp fusion plate because of malalignment, the surgeon osteotomized the bunion and re-fixated with plates and screws from a foot. There was unknown patient consequences. This complaint involves one (1) device. This report is for one (1) 1st mtp fusion pl 2.4/2.7 va lock med l5. This is report 1 of 1 for complaint (B)(4).